Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced air/water flow issues from the air/water flow system. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign objects found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. It was unknown if there were any abnormalities in the accessories used for reprocessing. It was unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. It was unknown if the customer flushed the air/water nozzle with the detergent solution. The device was returned to service where the reportable malfunction was discovered during investigation. During testing inspection of the returned device, it was found that the nozzle had foreign objects from insufficient cleaning. Additionally, the bending section cover (a-rubber) had a scratch. Adhesive on a-rubber had a chip. Adhesive on a-rubber had a white-clouded area. Due to clogging of the nozzle, the air supply volume did not meet the standard value. Due to clogging of nozzle, the water supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. Adhesives around objective lens had a white-clouded area. The connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.